Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had a damaged output connector. It was also noted that the upper and lower cases were broken, side bail covers were broken, the liquid crystal display (lcd) was out-of-specification in an electrical manner, and the ring cover, ring cover screw, and ring were missing. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular output connector, and the case was cracked. The epg has been returned for repair. There was no patient involvement.